Manufacturer narrative:
The pipeline flex has been returned for evaluation; product analysis is in progress. A follow-up MDR will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally because it was stretched. It was noted that less than half of the device had been deployed when it failed to open, it was resheathed less than or equal to 2 times, there were no additional steps taken to open the device. As a result the pipeline was resheathed and removed with the microcatheter. The patient was undergoing surgery for an unruptured, amorphous ica aneurysm with a max diameter of 8mm and a neck diameter of 4mm. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered which showed a pru level as per the recommendation. The devices were prepared as indicated per the IFU. There were no related patient symptoms.

Manufacturer narrative:
The pipeline flex braid was returned for analysis without the pusher and the microcatheter. The distal end of the pipeline flex braid appeared to be not opened due to the damaged braid. The proximal end of the braid found to be fully opened and moderately frayed. No other anomalies were observed. Based on the analysis findings, the pipeline flex was confirmed to have failure to open at the distal end. The distal end of the braid was not opened due to damaged braid. However, the cause for damage could not be determined. Possible contributing factor of failure to open includes patient tortuous anatomy. The damage to the braid on the ends of the pipeline flex is possibly the results of re-sheathing the device more than recommended two times. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.